Event description:
It was reported that the pt experienced tibial pain. On (B)(6) 2011 the pt's femoral component, tibial component and patella were revised. Per the surgeon's assessment, the implant's were not related to the event.